Manufacturer narrative:
Vyaire file identification:(B)(4). A vyaire field service representative (fsr) evaluated the device on-site, and performed transducer calibration extended systems test (est) and performance check were all passed and the unit was operational and the original equipment manufacturer (OEM) specifications were met.

Event description:
It was reported to vyaire medical that there was a volume discrepancy on the avea ventilator. There is no information of patient involvement associated with the event as of this time.